Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-05672. The root cause could not be identified as no device was returned for evaluation. Additionally, the serial number remains unknown. However, the original equipment manufacturer completed the investigation based on the information available and determined the failure of receiving the video connector was likely due to the video connector contacts of the video connector receiver became worn out and contact failure has occurred due to repeated use for a long period of time. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus in preparation for a diagnostic procedure, the device had no image. The device was swapped with a working device and the intended procedure was completed. There was no patient injury reported.